Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his spectra penile prosthesis (spp) removed and replaced. The spp was explanted and a tactra penile prosthesis consisting of a 13 mm x 18 cm cylinders were implanted.